Manufacturer narrative:
The initial MDR 2517506-2023-000241 was submitted to the FDA on 16-nov-2023. Additional information (29-nov-2023): siemens evaluated the available data and found that the customer is using the ark methotrexate reagent on the dimension exl. The ark methotrexate reagent is not validated and is not supported for use on the dimension exl. The ark methotrexate reagent is configured as a user defined assay on the dimension exl and the technical performance of the assay cannot be evaluated. An evaluation of an instrument log file did not find an entry for sample ID (B)(6). Siemens cannot confirm an analyzer issue. The cause of the ark methotrexate test result discordance is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. MDR 2517506-2023-000242 was submitted for the same event. Section h6 adverse event problem codes were updated.

Event description:
On (B)(6) 2023 one patient sample was tested for methotrexate on a dimension exl 200 integrated chemistry system. The sample was repeated with dilution and the result deemed inconsistent. A patient who received methotrexate was given a rescue treatment with folinic acid. The customer reported that the rescue treatment with folinic acid was not completely correct due to the results of the sample. There are no known reports of patient intervention or adverse health consequences due to stopping the folinic acid rescue prematurely.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one sample was tested for methotrexate (tx) on a dimension exl 200 integrated chemistry system. The customer informed siemens that the patient was started on folinic acid to begin the mxt rescue (decrease the concentration of mtx) at the end of treatment with mtx. The sample was taken and tested for mtx to control if the concentration of mtx was low enough to stop the rescue. The rescue was stopped until the repeat test was obtained and then the rescue was resumed. Siemens is investigating.